Event description:
It was reported that during an lar procedure, no staple line was formed. The procedure was ended by creating a stoma. It is not clear at the moment the stoma is temporarily or final.

Manufacturer narrative:
Date sent: 06/25/2007.